Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat a peripheral artery lesion in the popliteal artery using the nanocross elite, a leak was identified in the balloon, which caused a 15-minute delay in surgery. The leak was noted during the procedure. The device was inserted into the patient and they tried to inflate but realized it wasn¿t inflating and instead was running out into the vessels. The device was safely removed, and the procedure was completed using a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the device was returned with the balloon in a post-inflated state, the device was flushed, (photo 4) and a 0.014¿ guidewire was loaded, an indeflator with pressure gauge was used to inflate the balloon to its nominal pressure of 8atms without issue and held pressure, the balloon was then inflated to its rated burst pressure (rbp) of 14atms without issue and held pressure medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.